Event description:
During cataract surgery, a malyugin ring was deployed into the patient's eye, but it was twisted and unable to open properly. It was removed without any patient injury. Another malyugin ring was opened and deployed properly. The surgery continued without other complications.